Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: during testing, the pump was powered on and emitted a call service 069 call service alarm during the rewind step of the investigation. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the threads on the returned battery cap had a damaged coin slot and the cap was difficult to secure to the pump. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue.